Manufacturer narrative:
Device evaluation: based on the product analysis performed, the assessments of the complaints are: rupture: no observed openings on the device. Pain: unable to observe as it is not related to the device. As per the investigation procedure, deformation was completed and none of the observations are found to be potentially related to the manufacturing process, no further actions are required.

Event description:
Patient's spouse reported right side "anomaly per imaging". Patient later reported "rupture confirmed sharp, needle pain on the right side". Healthcare professional later confirmed rupture. Healthcare professional additionally reported "leaking". Device has been explanted and replaced.

Event description:
The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.

Event description:
Patient's spouse reported unknown side "anomaly per imaging". Later, patient reported "rupture confirmed sharp, needle pain on the right side". Later, healthcare professional confirmed rupture. Healthcare professional later reported "leaking". This record is for the right side. Device remains implanted.

Manufacturer narrative:
Visual analysis: visual analysis of the photographs identified: ¿ rupture: observed but cannot perform an assessment of the opening as no microscopic analysis can be performed. ¿ pain: unable to observe as it is not related to the device. No additional observations. No further actions are required as no manufacturing issues are observed.

Event description:
Patient's spouse reported right side "anomaly per imaging". Patient later reported "rupture confirmed sharp, needle pain on the right side". Healthcare professional later confirmed rupture. Healthcare professional additionally reported "leaking". Device has been explanted and replaced.